Manufacturer narrative:
See h6: pli 10: analysis identified a leak that was caused by the metal tip of the pump connector breaching the catheter. Pli 20: the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a consumer via a manufacturer representative. Regarding a patient, who was receiving morphine drug (15mg /ml at .7mg /day) via an implantable pump. For unknown, indications for use. It was reported, that the patient's pump had run dry and it hasn't worked sufficiently since. There were no external factors involved and no troubleshooting was performed. They were also having increased pain. The healthcare provider tried to aspirate the catheter, but it wouldn¿t aspirate. The catheter and pump were replaced as a result. The event was resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use, during the event include: brand name: indura, product ID: 8709 (serial#: (B)(6)), product type: 0184-catheter, implant date: (B)(6) 2004, explant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.